Manufacturer narrative:
Device passed the rewind, self test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No rewind anomalies were noted. The motor was tested outside the device and passed. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No cracks at the casing or keypad overlay was noted. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was very hard to press. The customer¿s blood glucose level was unknown. The customer stated that there was crack on insulin pump around buttons and slower to rewind. The insulin pump will not be returned for analysis.